Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline communication fault occurred and a system controller exchange was performed. However, the alarm occurred again on the next day, another controller exchange was performed but despite the exchange, the problem reappeared and the controller was replaced again. The log file captured driveline communication fault alarms beginning at 1814 on 19jan2026. The log file from the newer controller confirmed the continuation of the alarm. It was recommended to exchange the modular cable. Additional information was received that the patient continued to experience the alarm. The doctor would like to know the occurrence trend of the device malfunction situation to decide whether to replace the pump including pump cable or only modular cable. As the patient's heart state was not good, the doctor was nervous to replace the modular cable only. Additional information was received that the modular cable was exchanged on 25mar2026, and no recurrence has been observed since then. Analysis of the modular cable was requested.